Event description:
Extension tube on external infusion pump administering fluorouracil developed a hole and leaked. It was reported to home health nurse at 5:00 am. The drug was stopped at 5:20 am and a new tube was attached and started again at 9:00 am. No pt injury was sustained.